Event description:
Caller alleged discrepant results compared with the lab. Results are as follows: patient originally tested 5.5 on the meter; repeated test and got a 5.6. Doctor held dosage for the patient but patient may have taken the coumadin dosage that day. Patient was tested the next day and got a 3.9 on meter. Patient originally said they didn't take their pills but the nurse said the patient did. The nurse questioned the 3.9 because if the patient took the coumadin, it should be higher than the 5.5 and did a lab draw. The lab came back with a 9.3; patient received an oral dose of vitamin k in 2009.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Caller called in 2009, and stated that they tested another patient and got a 5.3 and then took the same fingerstick site and dropped a drop of blood on another meter and put it on the meter in question and got a 1.7. Device will be returned for evaluation. Investigation is pending.